Event description:
The hospital reported that scope was checked before the procedure and it was noticed that the image looked colloidal. A replacement scope was used for the case and procedure was completed. No pt involvements were reported. Scholly assessment received on 7/18/2007, indicates that the distal window and tip damaged due to mishandling. This is a reportable failure mode.

Manufacturer narrative:
Investigation details: scholly assessment received on 7/18/2007, indicates the distal window and tip damaged due to mishandling.